Event description:
The dual trigger rotary was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there was smoke coming from the motor/cannula area.